Event description:
Pump was reported to overinfuse medication. The pump was being used to deliver a study drug from a bag containing 288ml over a 5 day period. The home pt reported that the bag was empty on the third day and that the pump indicated only 163ml had been delivered. There was no report of any adverse pt reaction. The facility was not able to include the pt's date in the study.